Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that the pc unit displayed error code "600.6835." The event occurred when the pc unit was first turned on and prompted the user with a message "network communication error," and the message was then confirmed by nurse. Because of this issue, the nurse then manually programmed the pump, but reportedly at the "incorrect rate." Due to the programming error, the patient reportedly received infusion of nutrition at a "much higher rate" than intended and needed "subsequent treatment" over the next 24 hours.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the pc unit displayed error code "600.6835." The event occurred when the pc unit was first turned on and prompted the user with a message "network communication error," and the message was then confirmed by nurse. Because of this issue, the nurse then manually programmed the pump, but reportedly at the "incorrect rate." Due to the programming error, the patient reportedly received infusion of nutrition at a "much higher rate" than intended and needed "subsequent treatment" over the next 24 hours. .